Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that multiple attempts were required to implant the left ventricular (lv) lead which resulted damage to lv lead. The lv lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were operation issue and "lead got damaged". A complete lead was returned in one piece for analysis. The reported event of "lead got damaged" was not confirmed. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.